Manufacturer narrative:
(B)(6).

Event description:
The customer contacted the customer care solution center and alleged that the complaint device alert audio failed and alleged a speaker malfunction and requested support. It is unknown if the complaint device was in clinical use at the time that the issue was discovered as this information was not provided. There was no adverse event or patient harm reported.

Event description:
The customer contacted the customer care solution center and alleged that the complaint device alert audio failed and alleged a speaker malfunction and requested support. It is unknown if the complaint device was in clinical use at the time that the issue was discovered as this information was not provided. There was no adverse event or patient harm reported.